Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 2 events were reported for this quarter.   Product return status. 2 devices were available for evaluation but have not yet been received. Additional information. 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes 2 malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 2 events were previously reported during the reporting quarter; however: 1 event was reported in error. 1 event was reported for this catalog number/device code combination for the reporting quarter. 1 previously reported event is included in this follow-up record. Product return status: 1 device was received. Event confirmation status: 1 reported event was not confirmed. Evaluation results: 1 device had no device problem found. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes 1 malfunction event in which the device had a component detach. 1 event had no patient involvement; no patient impact.